Manufacturer narrative:
(B)(4). Batch # n54h07. The following information was requested and the following was obtained: how much blood was lost (ml)? Blood lost maybe 300-400ml. Did the patient require a blood transfusion? Patient didn¿t need transfusion. If yes, how many units were given? N/a. Did the post-operative care change based on the bleeding? Patient post operative care only extra time observation in recovery room. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoid procedure, when the stapler knob was rotated to perform compression, the green needles on a scale indicator was on the very low level tends to disappear. Our suspicions began to arise but then we thought it might be because the tissue taken was not too thick. After we wait a few seconds for the compression time, and blade safety was lifted and do firing stage, nothing strange happened and as usual we heard the crunch sound from the plastic washer. But when we begin to open the knob and remove the stapler out of the anus, blood rushing straight out. Once we look into the anus with analscop, it was known the section that should have been stapled, did not stapled, so bleeding was quite a lot. And doctors are forced to do manual stitch of the tissue one by one. We also began to see a donut tissue was formed, and it was perfect. There was an absence of the remaining staples in both the tool and tissue.